Event description:
It was reported that multiple intermittent cartridge alarms occurred during insulin delivery. Customer's blood glucose (bg) level was displayed as "high"; however no specific value was provided. Customer delivered a correction bolus via the pump to address bg. No additional information regarding the issue was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.